Event description:
The customer reported to olympus that device had image discoloration and the image automatically froze. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
(B)(6). The evaluation confirmed the reported event and the image will be automatically frozen and the image color is abnormal due to printed circuit board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿image freezes¿ seemed to have occurred due to a faulty circuit board which was determined to have likely deteriorated due to long-term usage. Olympus will continue to monitor field performance for this device.